Manufacturer narrative:
(B)(4).upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated that the patient line was not properly primed and he did not know how to reprime it. The hp had already connected. The technical service representative (tsr) explained repriming. The tsr advised the hp to end therapy and start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.